Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2017 that on (B)(6)2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and a call tech support error was observed on the display screen. A manual "try it" function test was unable to be performed due to the error message displayed. Functional testing was performed and the alerts did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.